Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6)2024, novocure was informed that the patient experienced a skin reaction described as itching and redness. On (B)(6) 2024, it was reported that the patient's skin reaction worsened. The patient was evaluated by the healthcare provider (hcp) the day prior, who recommended temporarily discontinuing optune gio therapy for approximately three weeks and prescribed two different ointments (lipikar and cicaplast) as well as an antihistamine. The provided image showed mild to moderate redness on the entire scalp in the previous location of the arrays. The prescribing physician was contacted for further information with no reply.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the skin reaction cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).